Manufacturer narrative:
Root cause: user error. It appears from the physical investigation that the compression tool was not held in proper alignment during the compression step. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned pull pin was visually inspected. Pull pin is bent at the distal threads where it engages with the implant.

Event description:
Physician had trouble removing the pull pin. The physician had inserted into l5 s1 and compressed it. He used the removal tool and retracted it back but the image showed the pin still attached to the screw. He put forward pressure while turning clockwise with no success. He then used a second removal tool again without success. The physician then used the compression tool, keeping the device compressed and rotating the tool clockwise and the pull pin finally came free.